Event description:
Merit medical systems, inc. Was alerted by our extruder that the material formulator had substituted one of the ingredients in the formulation. The risk associated with the tip material substitution could be marker tip detachment and embolization, or the tip material eliciting a thrombogenic response. Merit has not received any complaints or reports of harm or injury associated with this specific material issue.

Manufacturer narrative:
Device eval: due to a supplier's material substitution error, merit has determined that the prelude short sheath introducer tips may detach and embolize during use, or the tip material may elicit a thrombogenic response. Because this represents a potential risk to pt health, merit has initiated a recall. There have been no associated customer complaints or adverse events reported to date. The affected lot of marker tips received has been traced to one specific lot of the prelude short sheath introducers with a limited distribution of finished devices. The investigation and corrective actions are on-going. The above mentioned product removal report for further info. No add'l form FDA 3500a reports will be filed for this event. Eval method: receiving inspection records were reviewed and specific device history records were reviewed. Conclusions: investigation of the incident with the supplier and determination of corrective actions is on-going.